Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call needle was hard to removed. Customer¿s blood glucose was 172 mg/dl at the time of incident. Customer is reporting that the sensor cannula or introducer needle fractured while in the body. Customer received a change sensor alert. Sensor will be returned for analysis.